Event description:
It was reported that during a routine office visit the device was found to have reset and had gone to vvi65. It was also reported that during reprogramming the device triggered recommended replacement time (rrt) indicator. The device was reset and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.